Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (8.5mm medullary reamer head, part number 352.085, lot 20141). The 352.085 8.5mm medullary reamer head is an instrument routinely used in the flexible reamers for intramedullary nails system per the technique guide. The device was returned and reported to have been found broken. This condition is confirmed; the device was returned with a jagged fracture surface along distal end of the device. All four of the front cutting teeth of the reamer head appear to have broken off of the device. It is likely that over seven years of consistent use had dulled the reamer head requiring the use of excessive force during surgery in order to ream and subsequently causing the breakage of the device and this complaint condition. Without additional event information however, a root cause cannot be definitively determined. The device was manufactured in 9/2008 and is over seven years old. The balance of the returned device is in fairly worn condition with dull and gouged cutting edges. The device drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 11.sep.2008. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an 8.5mm reamer head was found broken. This event occurred during a total hip replacement (anterior approach). Upon attaching the 8.5 reamer to the connecting shaft, it was noted that the other half of the reamer was missing. The device was placed back into the set and was not used during the procedure. The surgery was completed successfully with a backup reamer and there was no harm to patient. There was no time delay and no additional information available. This is report 1 of 1 for (B)(4).